Manufacturer narrative:
(B)(4). Batch # p56u8v. Month and day unknown. Only year (2017) is known. Device evaluation: the analysis found that one ntlc75 device was returned with the right bearing detached, the shroud was noted damage on the same side of the missing bearing the damage noted was as scratch. No cartridge reload loaded on the device. No functional test was performed due to the condition of the device. The damage on the shroud and the left bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the component of the body was separated. The device was received with the right bearing detached and not returned. Can you please confirm the piece did not fall into the patient? Was the missing piece retrieved and disposed of?

Event description:
It was reported that during an unknown procedure, the component of the body was separated. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the piece did not fall into the patient and it discarded in the operating room.